Event description:
It was reported that when responders were monitoring the patient in the paddle lead via the quik-combo therapy cable, the ECG signal dropped out due to a loose connection. Device users pushed the therapy cable into the therapy connector and the ECG signal was restored. The patient was then successfully transported to the hospital. The device use had no adverse effects on the patient. There were no further details on the event and/or patient provided.

Manufacturer narrative:
(B) (4): the facility biomed evaluated the device and was unable to duplicate the reported failure. The reporter (biomed) wanted the therapy connector number information and physio-control provided him the requested information.